Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in planned non-emergency treatment when the issue occurred, and the procedure was completed as planned by using external pedal in the control room. The philips field service engineer (fse) inspected the system onsite and confirmed that the wired footswitch was not working. Analysis of the system log confirmed that the footswitch was pressed, but rx was not activated. The fse replaced the wired footswitch. The defective footswitch was returned to philips for further analysis. The analysis confirmed the malfunction of the footswitch and identified that the bracket is not tightly connected to the footswitch ass. Following the replacement of the footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wired footswitch was not working. No harm has been reported to philips. Philips has started an investigation of this complaint.